Event description:
During the implant procedure, while using the medtronic tunneling tool, the patient experienced bleeding during tunneling. The surgeon isolated and tied the artery to stop the bleeding. This resolved the issue.